Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the customer comment: the main printed circuit (pc) board was contaminated and the liquid crystal display (lcd) was out of specification with missing segments. It was also noted that the upper and lower cases were contaminated, the ring cover and two side bail covers were broken, the battery release, lead flex cover, board connector cables, battery drawer and encoder flex were contaminated, the battery contacts were compressed, and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the main printed circuit (pc) board was contaminated and the liquid crystal display (lcd) was out of specification with missing segments. It was also noted that the upper and lower cases were contaminated, the ring cover and two side bail covers were broken, the battery release, lead flex cover, board connector cables, battery drawer and encoder flex were contaminated, the battery contacts were compressed, and the ring was bent.

Event description:
It was reported that when the biomedical engineer powered on the epg (external pulse generator) to do a check, it would not power on to the default settings, even with a new battery. The led lights stayed lit, there was only partial segments on the display, and another language appeared. There was no patient involvement.